Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee replacement surgery in 2019 and the barbed suture was used. During the procedure, the tabs pulled off from the barbed suture. Another like barbed suture was used to close joint capsule and the procedure completed successfully. There were no patient consequences reported.